Manufacturer narrative:
(B)(4). Batch # u5c58g. Device analysis: the analysis results showed that the cs40b device was received with no apparent damage and with a reload loaded in the device. The reload was received with 6 staples protruding, the washer uncut and with the knife detached and no received for analysis. Further analysis shows that knife retraction arm was bent. In addition, the reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. No functional test could be performed due the condition of the device. It should be noted that to reload the device insert the new reload into the metal housing and snap into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for additional information. Please reference the instructions for use for the complete guide loading and reloading the instrument. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device could not be fired at the 1st firing on the gastric tube. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.